Event description:
Outpatient cardiac cath: patient had ptca (percutaneous transluminal coronary angioplasty) and stent. Procedure was started and patient received two drug coated stents. Four hours later patient sat up and felt sick - decreased heart rate, required atropine. Patient complained of chest pain. ECG was done which indicated st elevation in v-leads (myocardial infarction). Patient was brought back to the cath lab and 100% occluded stents were noted in lad (left anterior descending). Patient had a second ptca/stent.